Event description:
A cartridge alarm was reported by the caller during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy, resolving the issue.